Event description:
The nurse reported a system message prior to surgery during set up. Four cases were cancelled. Additional info received from the nurse stated, they did complete 2 additional cases with the back up unit. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and found pieces of a surgical glove in the IV pole collar. The company service rep removed the pieces of the surgical glove. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional reports for this system. A review of service history for this system for the last 24 months did not indicate any additional, related, unplanned service requests.